Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: bending rubber is leaking and bending section is deformed. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the urethro-reno videoscope distal end was broken. There were no reports of patient involvement.